Event description:
Information received indicates the right siderail knee controls are inoperable due to fluid ingress into the bed function switch assembly and the siderail cable.

Manufacturer narrative:
The technician replaced the bed function switch assembly and the siderail cable to repair the bed.